Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 800 mcg/ml fentanyl at 125 mcg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient came in on (B)(6) 2017 for a refill. The hcp was initially able to get telemetry and was able to update the program settings, but when she went to update the pump with the new programming, it kept showing invalid telemetry. It was stated that they were in the physician's office and they would interrogate pumps about 10 times per day there without any difficulty. It was noted there was nothing in the patient's pockets or any emi in the room. Changing the environment to a different physician's room did not resolve the issue. Another programmer was used and that also did not resolve the issue. It was then stated that the hcp initially did not think the pump was flipped, however later it was stated that they did not know if the pump was flipped or not as they had not refilled the patient yet. The hcp had only gone in to update the programming and had not yet physically filled the pump. It was noted the pump was implanted deep, however that had not been an issue in the past. The hcp was to follow up with the doctor and see what they wanted to do as the pump had about 9 months until end of service. It was stated that they may want to use fluoroscopy to see if the pump had possibly been flipped. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.